Manufacturer narrative:
Manufacturer's investigation conclusion. Review of the submitted log files confirmed low flow events, and according to the account, the low flow events were caused by dehydration and right ventricular (rv) failure. A direct correlation between mlp-004369 and the reported events could not be conclusively determined through this investigation. The first controller event log file contained data from (B)(6) 2021 09:38:21 through (B)(6) 2021 10:40:27. The file captured the pump operating at a fixed speed of 5400 rpm with a low-speed limit of 5000 rpm. Ten low flow fault flags were captured when the estimated flow dropped below the threshold of 2.5 lpm. These faults resulted in one low flow hazard alarm on (B)(6) 2021. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. The second controller event log file contained data from (B)(6) 2021 12:52:21 through (B)(6) 2021 08:38:24. The file captured the pump operating at a fixed speed of 5400 rpm with a low-speed limit of 5000 rpm. 23 low flow fault flags were captured when the estimated flow dropped below the threshold of 2.5 lpm. These faults resulted in 3 low flow hazard alarms on (B)(6) 2021. No other atypical events were captured. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 lvas IFU, rev. C, lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The system monitor section of the IFU describes the pump flow display and pulsatility index ((B)(6)) and the hazard alarms ((B)(6)). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm ((B)(6)). The heartmate 3 lvas patient handbook, rev. C, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. The relevant sections of the device history records for mlp-004369 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 04oct2016. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the log file captured low flow events on (B)(6) 2021. These alarms were not logged on the event report given their short duration. A review of the log files revealed low flow flags which did not persist long enough to trigger a low flow alarm. These occurred at times when pulsatility index (pi) was elevated. Additional information revealed low flow events on (B)(6) 2021. These occurred at times when pi was elevated. The cause of the low flow alarms was right ventricular (rv) failure and dehydration. The pi events were caused by hypervolemia. The low flow alarms were resolved following the lowering of the pump speed from 5400 rpm and 5200 rpm. Additional information confirmed rv failure via right heart catheterization and a computerized tomography (CT) scan of the patient's heart. It was revealed that right heart failure existed prior to left ventricular assist device (lvad) implantation. It was unknown if the lvad contributed to exacerbation of rv failure. The patient was readmitted on inotrope for rv support.